Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable troponin t results from the cobas h232 meter serial number (B)(4). The cobas 232 meter is not sold nor is like or similar to a product sold in the united states. The results from the meter were 86 ng/l and 95 ng/l. The troponin t hs results from a cobas 6000 were <5 ng/l and <5 ng/l. The samples were taken at the same time. As this device is a point of care (poc) device, the results were immediately visible to the patient and/or medical personnel treating the patient. The patient was not adversely affected. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer had used all of the strips in question, so none were available for return.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer's 232 meter and two tubes of patient sample were received for investigation. Testing was performed with roche cardiac troponin t test strips of lot 12888720. Relevant retention material from lot 12888720 was tested on the customer's cobas h232 and on a qualified cobas h232 with one native blood sample and one spiked blood sample. The mean of the measurements on cobas h232 from the customer: native blood sample: <40 ng/l , spiked blood sample (c=80 ng/l): 83 ng/l . Mean of the measurements on qualified cobas h232: native blood sample: <40 ng/l , spiked blood sample (c=80 ng/l): 88 ng/l . The results of all cobas h232 testing fulfilled the requirements.